Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawer 6 main - not detected on bus was confirmed during fse testing and subsequently confirmed during the dchu testing and inspection process. According to work order #(B)(4), the fse inspected and found solenoid was non-operational and there were no drawer lights. So, the fse replaced solenoid, controller board and module board and tested the drawer in hta. Finally, the fse booted the app, configured drawer and the customer tested in application as well. The report was closed. During dchu visual inspection: pn 151622-01, sn (B)(6): the pcba dwr cntlr v1.10/v1 was received with no signs of physical damage, fluid ingress or missing components. Pn 151903-01, sn (B)(6): the pcba fh cubie pmc was received with no signs of physical damage, fluid ingress or missing components. Pn 353578-01: the solenoid 12vdc latch was received with signs of thermal damage due to the discoloration caused by excessive heat to the coil cover caused by a thermal event. During dchu testing: pn 151622-01, sn (B)(6): was evaluated on an esd protected surface with a calibrated dmm and it failed during the resistance testing on component mosfet q601. No further testing is required. Pn 151903-01, sn (B)(6): the testing from dchu was not required due to the detached inductor l300 observed during the visual inspection. Pn 353578-01: the testing from dchu was not required due to the signs of thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of the drawer 6 main - not detected on bus was identified as: a faulty mosfet q601 on the pcba dwr cntlr v1.10/v1 (sn (B)(6)) which led to circuit instability and ultimately compromised the drawer's functionality. A detached inductor due to an external force on the pcba fh cubie pmc which compromised the drawers functionality and communication. An overheated solenoid coil on the solenoid 12vdc latch due to an overcurrent, which lead to the thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 not detected on bus, which located on az2h2. As per part investigation, it was determined that faulty mosfet q601 on the pcba dwr cntlr, detached inductor due to an external force on the pcba fh cubie pmc and overheated solenoid coil on the solenoid 12vdc latch due to an overcurrent, which lead to the thermal damage. There were no adverse events or injuries reported based on this event.